Event description:
It was reported that the user experienced recurrent low glucose events when using the ilet bionic pancreas, describing that meal boluses were excessive even when announcing less-than-usual meals after recent weight gain and dietary changes; the device otherwise performed well overnight. Symptoms included hypoglycemia. Outcomes included user-perceived impact requiring troubleshooting and education, with no hospitalization and no reported impact on blood glucose at the time of the call. Investigation included customer support review, education on announcements and carbohydrate intake, consideration of a factory reset, and recommendation to contact the clinician for further evaluation. Investigation of this case revealed no device malfunction or component failure identified through troubleshooting; the pattern suggested possible mismatch between meal announcements, reduced carbohydrate intake, and adaptive dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user-specific factors and therapy adjustments rather than a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.